Manufacturer narrative:
(B)(4). The actual device was not available; however, a companion sample was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak testing, clear passage test, clamp function test, and device-device interaction testing (sample ran on machine) were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient discovered a leak in the tubing of a disposable cassette. The patient stated that there was a leak from a hole in the tubing next to the luer. This event occurred approximately one hour into peritoneal dialysis therapy. The patient stated they awoke drenched in solution due to the leak. An effluent culture was performed and the patient was prescribed prophylactic cefazolin and gentamycin due to a high white blood cell count. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.